Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure.according to the complainant, the procedure was successfully completed. During a follow-up visit on (B) (6)2009, the patient showed a 20/100 visual analog pain score. During a follow-up visit on (B) (6)2009, the patient had no report of pain and a "normal" pe.

Manufacturer narrative:
(B) (4)(B) (6)